Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient had the implantable neurostimulator (ins) explanted due to sterile abscess in the pocket site. The device was explanted within 1-1.5 months prior to the report. The health care professional (hcp) reported that the patient came in complaining of pain at the ins site. The hcp checked for infection and did not see any outward signs except for pain to touch. The patient opted to have the device removed and when the site was opened up, the hcp saw pus. It was cultured and analyzed. The hcp saw no sign of infection and it was ruled as a sterile abscess. Additional information from the consumer reported that there was no erosion over the neurostimulator site. The only symptoms were the pain to touch and visible abscess when the site was opened. The patient was indicated for interstim-other. No further information was provided about this event. Follow up was conducted with the hcp to know when the patient started experiencing the pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported they had no additional information available.